Event description:
It was reported that the patient had high impedance on diagnostics in (B)(6) 2011. At that time, the device was disabled to assess seizure level and the patient experienced an increase in seizures. The patient underwent full revision surgery due to the high impedance on (B)(6) 2011. It was noted that the patient had broken his collar bone in the area where the suspected break was. Per physician, an area of the lead in the x-rays looked "frayed". Explanted products were returned to the manufacturer for analysis. Analysis on the generator revealed no anomalies. Analysis on the lead is pending. Attempts for further information have been unsuccessful to date.